Event description:
When subjected to routine testing prior to use, the device failed to switch from ac power to battery backup power as expected. The surgical procedure was completed with the device employing ac power without incident. There was no pt injury as a result of this event.

Event description:
When subjected to routine testing prior to use, the device failed to switch frrom ac power to battery backup power as expected. The surgical procedure was completed with the device employing ac power without incident. There was no pt injury as a result of this event.